Manufacturer narrative:
Date of event: event date is unknown. (B)(6). The device is not expected to be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Halbfass, p. Lehmkuhl, l. Foldyna, b. Berkovitz, a. Sonne, k. Nentwich, k. Ene, e. Fochler, f. Horning, f. Matveeva, a. Lusebrink, u. Deneke, t. Correlation of magnetic resonance imaging and post-ablation endoscopy to detect oesophageal thermal injury in patients after atrial fibrillation ablation: MRI-edel-study. Europace. 2020; 22 (7): 1009-1016. Ablation-naive patients with atrial fibrillation (af), who underwent ablation using a contact force sensing irrigated radiofrequency ablation catheter, received a cardiac MRI on the day of ablation, and post-ablation esophageal endoscopy (oe) 1 day after ablation. Two MRI expert readers recorded presence of abnormal esophageal issue signal intensities, defined as increased esophageal signal in t2-fat-saturated (t2fs), short-tau inversion-recovery (stir), or late gadolinium enhancement (lge) sequences. Esophageal endoscopy was performed by experienced operators. Finally, we correlated the presence of any affection with endoscopically detected esophageal thermal lesions (edel). Among 50 consecutive patients (age 67 +/- 7 years, 60% male), who received post-ablation MRI and oe, complete MRI data were available in 44 of 50 (88%) patients. In oe, 7 of 50 (14%) presented with edel (category 1 lesion: erosion n = 3, category 2 lesion: ulcer n = 4). Among those with edel, 6 of 7 (86%) patients presented with increased signal intensities in all three MRI sequences, while only 2 of 37 (5%) showed hyperintensities in all three MRI sequences and negative endoscopy. Correspondingly, sensitivity, specificity, positive predictive value, and negative predictive value (npv) for MRI (increased signal in t2fs, stir, and lge) were 86%, 95%, 75%, and 97%, respectively. The procedural details of our af ablation strategy were recently published. 4 in brief, all procedures were performed using a three-dimensional electroanatomic mapping system under deep sedation using continuous propofol infusion. Isolation of the ipsilateral pvs was performed with point-by-point lesions. Ablations were done using single-electrode rf ablation catheters with open catheter-tip irrigation (intellatip mifi open irrigated ablation catheter). Following conventional ablation protocol ablation power was limited to 25 w at posterior wall and target contact force was between 5 and 20 g at posterior wall and a target ablation index of 300-350 at posterior wall sites. Starting from patient number 26 a 'high-power-short-duration' ablation protocol using 50 w with a limited target ai of 350 at posterior wall and 450 at all other la sites was implemented. Ablation procedures were performed by experienced operators (each having performed more than 500 af ablation procedures). No esophageal temperature monitoring or deviation was performed as standard of care in our patient cohort. One patient (number 14; 2.5%) experienced an esophageal perforation that was conservatively handled receiving temporary parenteral nutrition and close surveillance consisting of control CT scans and follow-up endoscopies. No esophageal stent was implanted. The perforation healed after a prolonged in-hospital treatment without sequelae. This patient was ablated using the conventional ablation approach (not 'high-power-short-duration' ablation). No further relevant complications were reported during follow-up.